Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that while the omnipod personal diabetes manager (pdm) was charging it started smoking. The pdm was also reported to not be holding a charge. No impact on blood glucose levels was reported.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.